Manufacturer narrative:
UDI = (B)(4). Mfg site name-(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber and the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam seen exiting the distal tip was weak and round with effective transmission of 8.0%, this indicated that the fiber was broken in a clean break within the sma connector. As a result, effective transmission measured 8.0%. The condition of the returned device would cause the device to have low energy output and a weak aiming beam thereby confirming the reported event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. According to complainant, during preparation and outside the patient, the laser fiber had a weak aiming beam and laser energy stopped firing after a minute. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.